Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd maxplus¿ pressure rated extension set with removable needleless connector there were flow issues. The following was received from the initial reporter: verbatim: customer reported that j-loop connector is not flushing. Cap is able to be removed but nothing flows through the tubing.

Event description:
It was reported while using the bd maxplus¿ pressure rated extension set with removable needleless connector there were flow issues. The following was received from the initial reporter: verbatim: customer reported that j-loop connector is not flushing. Cap is able to be removed but nothing flows through the tubing.

Manufacturer narrative:
H6: investigation summary: one sample (model #mp5303-c, lot #23029051) was returned by the customer. It was reported by the customer that the j-loop connector is not flushing. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was connected to a 10 ml bd syringe and attempted to be flushed with water. The set was able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model mp5303-c lot number 23029051 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.